Manufacturer narrative:
The company rep examined the system and replaced the fluidics module to resolve the customer reported problem. The system was then tested and met product specifications. The replaced fluidics module was returned for in-house eval. The system event log was downloaded for review. Investigation included root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable info becomes available. (B)(4).

Event description:
A biomedical engineer reported that during cataract surgery, the system displayed a message indicating there was a pump speed failure. The system was exchanged and the surgery was completed with no harm to the pt.